Event description:
Customer reportedly rec'd results of 273 mg/dl and 132 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on the device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.